Event description:
It was reported that during an afib procedure, it was noted that the patient's blood pressure had decreased in the systolic of 50 mmhg. Echocardiogram confirmed a moderate pericardial effusion. A pericardiocentesis was performed and approximately 450 cc of fluid was removed. Fluids and neosynephrine was given. The patient responded to the drugs and the blood pressure increased with a systolic of 115-120 mmhg. The patient then stabilized and the case was resumed (left maze ablation for persistent atrial fibrilation). The patient was admitted to medical intensive care for overnight observation. No impairment was noted at the end of the procedure or the next morning. The patient received 2 units of packed red blood cells. Patient had fully recovered. Good prognosis and is in sinus rhythm. Event was stated as possibly procedure related. The physician does not think this event was device related.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4). The customer stated that there was no deficiency with biosense webster products or equipments. The customer also declined service requests when contacted by bw field service engineer. (B)(4).

Manufacturer narrative:
(B)(4). The complaint device was received in relation to this adverse event (a moderate effusion). It was visually inspected and tested for deflection characteristics, electrical performance, thermal sensor response and stockert compatibility. The electrical and temperature test results were found within specification. The catheter performed correctly when connected to the stockert generator. It obtained acceptable parameters when the catheter was powered simulating an ablation. The deflection characteristic was also found within specification. Visually, a cut was found on the tip area apparently made with a razor blade or a similar tool; no blood was found inside the cut area. Since the cut was not reported by the customer, no blood was found in the cut area and this does not appear to be material or manufacturing related, it is believed that the cut on the tip occurred after the procedure. All catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was not confirmed.